Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. One event was not confirmed during testing; however, the device was found to be affected by a corroded motor assembly. One event was not confirmed during testing; however, the device was found to be affected by a corroded rotor assembly. One event was not confirmed during testing; however, the device was found to be affected by a worn driveshaft. Three devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. Two events had no patient involvement; no patient impact. One events had patient involvement; no patient impact.